Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty connector unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and a b30 error message was displayed. The cumulative uses was noted to be 10. There were no traces of water inside the connector unit or external damages. The connector unit was replaced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed a b30 scope communication error message and there was no image. The issue was found when preparing the scope for use in a therapeutic procedure. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event.